Event description:
Information was received that device alarms cassette not attached properly. No adverse effects reported.

Manufacturer narrative:
Returned device was received in excellent physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the issue was unable to be replicated. It was noted that the device appeared to have lost power multiple times in the past. The software was re-installed as a preventative to potential adverse power loss. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Additional information was received indicating that there was no patient involvement.